Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-06527 - device 1 of 2 .(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events, first on (B)(6)2024 and second on (B)(6) 2024. Both the event occurred after 3 hours of insertion and the insertion site was at thigh. The infusion set was in use for 12 hours respectively. The blood glucose level at the time of event was 200mg/dl and the patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.